Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states, the end user alleges, the rear wheel the spoke cracked.